Event description:
It was reported that six months after implantation, the first hi electrode appeared. From then on, more and more electrode channels became hi. At present, 5 electrode channels are intermittently hi. At times, electrode channel 1 is ok, sometimes hi, the same happens with electrode channels 9, 10 and 12. The patient only has 5 electrode channels on and is no longer able to understand speech. Tm30 expert tests showed abnormal behaviour with some electrodes. When the patient moves his head or when he touches the left corner of this implant housing impedances of some electrodes increase drastically (from 0,95 to > 6kohm).

Manufacturer narrative:
The device has not been explanted, if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.